Manufacturer narrative:
Section d4 has been corrected to reflect the correct lot number of 200130222 as 200130225 was reported in error.

Event description:
The customer reported that the bags are leaking.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. One hundred and forty-five brand new samples and eleven used samples were received at the manufacturing site for the investigation. Visual and functional evaluations were performed, and the reported condition was confirmed, leaking was observed between cross spikes and tubing lines. As part of continuous improvements, a corrective action has been opened to address the reported issue. The root cause and action plan will be documented through the formal investigation. This complaint will be used for tracking and trending purposes.